Event description:
Uac line monitored with desired alarm limits set. The first alarm sounded at 0105; rn checked reading with cuff bp and that reading was within normal limits. Second alarm was 0125; rn checked line and found cracked line. Ebl=20-30 cc. Patient's heart rate increased by 10 points to 180-200. Bp cuff 68/49. Infant transfused with 20cc prbc. This report concerns a premature infant who was transferred to another hospital on 06/29 with an argyle umbilical vessel catheter. The event described occurred on 07/09/97 and the catheter was returned to reporting hospital on august 25. Reporter has shown the device to the special care nursery medical director at reporting facility and they are returning it to the manufacturer for evaluation.